Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracture of device"), device dislocation ("migration") and uterine haemorrhage ("uterine hemorrhaging") in an adult female patient who had essure (ess205) (batch no. 922602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included body mass index normal. Previously administered products included for an unreported indication: mirena from 2005 to 2010 and depo provera from 2003 to 2005. Concurrent conditions included abdominal wall strained, right lower quadrant pain (at pendix.), shoulder pain (right.), streptococcal sore throat, anxiety, anemia, joint pain (acromioclavicular.) And flank pain (left.). Concomitant products included ibuprofen (motrin). On (B)(6) 2012, the patient had essure (ess205) inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), hypersensitivity ("allergic or hypersensitivity reaction type: aleve"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: do not recall, at this time") and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/ vaginal) type: uti"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain / pain pelvic area / pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), pain in extremity ("right side down pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (on unspecified date, patient had underwent surgical removal). Essure (ess205) was removed. At the time of the report, the device breakage, device dislocation, uterine haemorrhage, pelvic pain, dyspareunia, menorrhagia, vaginal haemorrhage, hypersensitivity, migraine, headache, nausea, dysmenorrhoea, urinary tract infection, gastrointestinal disorder, alopecia, vaginal discharge, weight increased, fatigue, pain in extremity and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hypersensitivity, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: on unspecified date, patient had underwent surgical removal due to complications from the essure device. In followup - have you had your essure (or any part of the device) removed? No. Date discrepancies - date of insertion (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, dysmenorrhea (cramping), pelvic pain, urinary tract infection". Most recent follow-up information incorporated above includes: on 21-may-2018: plaintiff fact sheet and medical record received. Events added from pfs- abnormal bleeding vaginal, abnormal bleeding menorrhagia, allergic or hypersensitivity reaction type: aleve, migraines, headaches, nausea, dysmenorrhea (cramping), urinary tract infection, gastrointestinal or digestive system condition type: do not recall, at this time, vaginal discharge, weight gain, fatigue, hair loss, right side down pain, abdominal pain and pain pelvic area clubbed to previous events. Lot number, reporter information was added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracture of device"), device dislocation ("migration") and uterine haemorrhage ("uterine hemorrhaging") in a 29-year-old female patient who had essure (ess205) (batch no. 922602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included body mass index normal. Previously administered products included for an unreported indication: mirena from 2005 to 2010 and depo provera from 2003 to 2005. Concurrent conditions included abdominal wall strained, right lower quadrant pain (at pendix.), shoulder pain (right.), streptococcal sore throat, anxiety, anemia, joint pain (acromioclavicular.) And flank pain (left.). Concomitant products included ibuprofen (motrin). On (B)(6) 2012, the patient had essure (ess205) inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), drug hypersensitivity ("allergic or hypersensitivity reaction type: aleve"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: do not recall, at this time"), alopecia ("hair loss"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/ vaginal) type: uti"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain / pain pelvic area / pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), pain in extremity ("right side down pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (on unspecified date, patient had underwent surgical removal). Essure (ess205) was removed. At the time of the report, the device breakage, device dislocation, uterine haemorrhage, pelvic pain, dyspareunia, menorrhagia, vaginal haemorrhage, drug hypersensitivity, migraine, headache, nausea, dysmenorrhoea, urinary tract infection, gastrointestinal disorder, alopecia, vaginal discharge, weight increased, fatigue, pain in extremity, abdominal pain, depression and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, device breakage, device dislocation, drug hypersensitivity, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: on unspecified date, patient had underwent surgical removal due to complications from the essure device in followup - have you had your essure (or any part of the device) removed? No. Date discrepancies - date of insertion (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, dysmenorrhea (cramping), pelvic pain, urinary tract infection." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracture of device"), device dislocation ("migration") and uterine haemorrhage ("uterine hemorrhaging") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (on unspecified date, patient had underwent surgical removal) and surgery (on unspecified date, patient had underwent surgical removal). Essure (ess205) was removed. At the time of the report, the device breakage, device dislocation, uterine haemorrhage, pelvic pain and dyspareunia outcome was unknown. The reporter considered device breakage, device dislocation, dyspareunia, pelvic pain and uterine haemorrhage to be related to essure (ess205). The reporter commented: on unspecified date, patient had underwent surgical removal due to complications from the essure device. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracture of device"), device dislocation ("migration") and uterine haemorrhage ("uterine hemorrhaging") in a 29-year-old female patient who had essure (ess205) (batch no. 922602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included body mass index normal. Previously administered products included for an unreported indication: mirena from (B)(6) to (B)(6) and depo provera from (B)(6) to (B)(6). Concurrent conditions included abdominal wall strained, right lower quadrant pain (at pendix.), shoulder pain (right.), streptococcal sore throat, anxiety, anemia, joint pain (acromioclavicular.) And flank pain (left.). Concomitant products included ibuprofen (motrin). On (B)(6) 2012, the patient had essure (ess205) inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), drug hypersensitivity ("allergic or hypersensitivity reaction type: aleve"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: do not recall, at this time"), alopecia ("hair loss"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/ vaginal) type: uti"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain / pain pelvic area / pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), pain in extremity ("right side down pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (on unspecified date, patient had underwent surgical removal) and surgery (on unspecified date, patient had underwent surgical removal). Essure (ess205) was removed. At the time of the report, the device breakage, device dislocation, uterine haemorrhage, pelvic pain, dyspareunia, menorrhagia, vaginal haemorrhage, drug hypersensitivity, migraine, headache, nausea, dysmenorrhoea, urinary tract infection, gastrointestinal disorder, alopecia, vaginal discharge, weight increased, fatigue, pain in extremity, abdominal pain, depression and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, device breakage, device dislocation, drug hypersensitivity, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: on unspecified date, patient had underwent surgical removal due to complications from the essure device in followup - have you had your essure (or any part of the device) removed? No. Date discrepancies - date of insertion (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, dysmenorrhea (cramping), pelvic pain, urinary tract infection". Most recent follow-up information incorporated above includes: on 25-jul-2018: plaintiff fact sheet -new event depression, mental anguish were added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.